Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this sys was removed due to infection. Associated lead is from siemens/pacesetter, model number 1580-65, (B) (4).